Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and determined that there was malfunction with the system where it was unable to do fluoroscopy. Review of system log files showed that, damage occurred in the point module of the generator. This damage module needed to be replaced to ensure safe operation of the camera. The generator also recorded the discharges in the lamp. Probably the reason was incorrect operation of the above-mentioned module. The rse advised to replace the component, but quotation was not accepted by the customer and service has not been provided. Customer was out of contract. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.